Event description:
It was reported that the patient felt fatigued. It was also reported that there was t wave oversensing on the right ventricular lead and the heart rate was 40 bpm even though the lower rate was programmed to 60 bpm. Oversensensing was resolved after extending the post ventricular pace blanking and decreasing the sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.